Event description:
It was reported that the atrial lead had low p-waves, low impedance and no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that all insulators had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.